Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) failed to retract the lifeband and displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data but was not confirmed during functional testing. The ua07 advisory message could not be replicated during the device evaluation, and the platform functioned as intended. A review of the archive data showed several ua07 advisory messages around the reported event date, confirming the reported complaint. A user advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed initial functional testing without any fault or error. The reported ua07 advisory message was not duplicated, and the load cell characterization test confirmed both cell modules were functioning within the specification. Following service, the autopulse platform passed all testing criteria.

Event description:
The customer reported that the autopulse platform (sn (B)(6) failed to retract the lifeband and displayed user advisory 07 (discrepancy between load 1 and load 2 too large). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.